Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempt is being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number of the mesh? Product code/name/brand and lot number of the sutures? What is physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe this is an issue with the mesh? Does the surgeon believe this is an issue with the sutures? Date and results of second surgical procedure? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a hernia repair on unknown date and the mesh was implanted six years ago . Following the procedure, it is unknown what the mesh issue occurred, but recently the patient underwent a second surgery to address the issue of unknown brand of suture never absorbed into the body. Additional information has been requested.